Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284drg ICD, implanted: (B)(6) 2012; model 694765 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had been exhibiting intermittent oversensing noise for several years. This led to no pacing for several seconds. Noise on the rv lead was able to be reproduced. The rv lead was capped and replaced by a chronic lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.